Event description:
A technician reported the wrong power lens was selected during intraocular lens (iol) implant surgery. He stated a negative power iol was selected instead of a positive power lens due to the print on the lens box is too small. He reported the lens was exchanged for the correct power iol. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root case was determined to be failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The customer indicated a minus 4.0d was pulled by mistake and implanted instead of the 4.0d the doctor requested. The carton label has the three minus designations: the word minus is printed beside the product name. The symbol (-) is beside the diopter. The word minus is printed above the symbol (-). The lens case label has two designations. The word minus in parenthesis is written above the word power. The diopter power has a negative sign. There have been no other complaints reported in the lot number. Add'l info was requested on 09/14/2011 and 09/22/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).